Event description:
A user facility technical manager (tm) reported that an internal dialyzer blood leak occurred approximately fifty minutes into a patient¿s hemodialysis (hd) treatment. The blood leak was reported to be visually observed in the dialysate. A blood test strip was used and tested positive for the presence of blood. It was confirmed that the machine, a b. Braun dialog+, alarmed with a blood leak alert. The tm alleged that fiber separation was visible on the fiber bundle. B. Braun streamline bloodlines were being utilized for the treatment. After the machine alarmed, the treatment was halted. Some of the patient¿s blood was returned. The patient¿s estimated blood loss (ebl) was reportedly 100 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was reported to be available for a manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port caps and adapter caps were returned attached to the dialyzer. The fibers were returned wet with blood residue present throughout. During the gross visual examination of the sample, damage in the form of a crack measuring 0.57 mm in length was noted at the base of the dialysate port on the non-cavity ID end. Furthermore, there were multiple potted fiber fragments identified in the same area at 0°, with the dialysate ports situated at 0°. Further examination of the complaint device did not identify any other damage or irregularities. The sample was not subjected to a laboratory leak test as potted fiber fragments are known to affect the integrity of the dialyzer and cause a leak. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility technical manager (tm) reported that an internal dialyzer blood leak occurred approximately fifty minutes into a patient¿s hemodialysis (hd) treatment. The blood leak was reported to be visually observed in the dialysate. A blood test strip was used and tested positive for the presence of blood. It was confirmed that the machine, a b. Braun dialog+, alarmed with a blood leak alert. The tm alleged that fiber separation was visible on the fiber bundle. B. Braun streamline bloodlines were being utilized for the treatment. After the machine alarmed, the treatment was halted. Some of the patient¿s blood was returned. The patient¿s estimated blood loss (ebl) was reportedly 100 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was reported to be available for a manufacturer evaluation.